Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, digitex needle and cap were stuck together in the ss ligament after firing. Finally removed with a halstead by pulling down on the needle to pop and release. Needle/cap may have failed. Excess tissue captured between needle and cap may have been the cause. The procedure was delayed 60 minutes, no harm to patient.

Manufacturer narrative:
One digitex device and one suture cartridge were received for evaluation. Examination and testing of the returned components by the head of quality, sr. Project manager and two post market surveillance specialists revealed the suture was still connected to the spool and the cap was still connected to the needle. The device fired normally and was not bound up. Tissue was noted in the head of the device. No abnormalities were noted with the digitex device or the suture. The information received indicated that the physician captured a large bite of the ligament tissue leading to the sds needle becoming stuck in the ss ligament and not capturing the suture cap. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
Additional information received from the physician indicated that when capturing the ligament, no excessive downward pressure was necessary, the usual amount of pressure was used. The physician stated he captured a large bite where the semicircle of the head was within the ligament and the bite was the entire diameter. Once the digitex was fired, the physician stated that it felt like the handle clicked and the handle would not release and spring back. In summary, the needle never captured the black cap of the suture and brought through the ligament.